Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
A review of internal device data of the patient's generator showed that a 25% battery indicator was encountered shortly after implant. The indicator went back to showing a full battery in the following appointment. A summary of the relevant portions of the review is as follows. Impedance values through the relevant dates were within normal limits. On (B)(6) 2015 (date of implant): the charge consumed values ranged from 0.113 - 0.118%. The battery voltage values ranged from 3.312 - 3.324 v, which would correspond to an indicator of 100%. On (B)(6) 2015: the charge consumed values ranged from 8.022 8.023%. The battery voltage values ranged from 2.855 2.868 v, which would correspond to an indicator of 25%. On (B)(6) 2016: the charge consumed values ranged from 22.482 22.483%. The battery voltage values ranged from 2.877 - 2.883 v, which would correspond to an indicator of 100%. No additional pertinent information has been received to date.